Event description:
It was reported that the customer experienced blood glucose levels (+600 mg/dl). Reportedly, the customer typically changes the cartridge and infusion set every 5-7 days.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The cartridge is contraindicated for use with products other than humalog and novolog.